Event description:
Roi cps, llc became aware, through an internal finding that the kit contained in this report was built with a sterile urethral red rubber catheter 12fr, but the labeling on the custom procedure kit does not include the caution statement, "caution: this product contains natural rubber latex which may cause allergic reactions." The urethral red rubber catheter 12fr, is a component within the custom procedure kit and is packaged in the original manufacturer packaging (tyvec pouch) which includes the caution statement on the product label, but the custom procedure kit labeling is considered mislabeled as a result of the omission of the caution statement.